Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump would not hold any battery life; she received two off no power alerts within a 24-hour period. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the off no power alert. The customer confirmed that they received a low battery alert prior to each off no power incident. The customer also mentioned that the battery compartment area had a crack on it. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating currents tests. No unexpected low battery or off no power alarms were noted during testing. The pump was received with minor scratches on the display window, a cracked reservoir tube lip, a cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.